Event description:
Surgeon tore dura when using a trial rongeur. The rongeurs in question were tested after return by an independent lab. The test did not reveal any mechanical or design defects that would lead to malfunction. Test report on file.